Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. However, 5 retained samples were taken drawn with water and the needle has pierced the cube with no extra pressure required. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd preset¿ arterial blood collection syringe has been found with a deformed plunger. The following has been provided by the initial reporter: the patient needs blood gas analysis, and the nurse tries to poke the needle into the rubber, but the rubber is so hard that the needle bends and doesn't go in. Therefore, replace the blood collector and remove the rubber.